Event description:
It was reported that an ongoing malfunction alarm occurred. The customer reverted to an alternate form of insulin therapy. It was reported that the pump shut off unexpectedly. Reportedly the customer continued to use the pump for insulin therapy. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.